Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: replaced worn finger on complete pressure adjuster with tip replacement kit to correct issue. Performed fms solo system rework for fms connect interface cable. Also replaced broken safety cover. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales representative the pump would not hold pressure during a shoulder scope procedure. The device was swapped out with an alternate like device and the procedure was completed with no patient consequences reported. The device will be returned. Additional information received by mitek complaints via phone on 23november2015: the customer reported that there were no delays in the procedure.